Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor was missing a cannula. The customer¿s blood glucose was 75 mg/dl at the time of incident. Customer stated that the sensor failed and unable to connect. Customer removed the sensor and the cannula was missing. Customer also reported that the insulin pump had a motor error alarm and troubleshooting was performed and completed. Customer confirmed that the insulin pump was bale to complete the rewind process. The customer was advised to discontinue use of pump and revert to back-up plan. The sensor is not expected to return for analysis.